Event description:
The customer observes the error message displayed on the display: prompt for high pressure during standby. There was no patient involvement. The authorized service provider (asp) rebooted the machine but it didn't work. It is recommended to troubleshoot machine settings, sensors, and the asp recommended a flow sensor assembly spare part. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The reported problem was confirmed. As per the key market team, the data acquisition board needs to be replaced. Repairs are pending as they are waiting for the part to be delivered.

Manufacturer narrative:
The field service engineer (fse) replaced data acquisition printed circuit board assembly and tested device for performance verification after repair. The device passed all performance verification testing and was returned to use with full functionality.